Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5080876) on 12-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain left side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid (vitamin c), colecalciferol (vitamin d3), cyanocobalamin-tannin complex (b12), fish oil, lactobacillus acidophilus (microgenics probiotic 8) and tramadol. On (B)(6) 2011, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower sacrum pain that went down leg"), gastric disorder ("stomach issues") and vulvovaginal pain ("left labia pain"). On an unknown date, the patient experienced pain in extremity ("lower sacrum pain that went down leg"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, gastric disorder, vulvovaginal pain and pain in extremity had not resolved. The reporter provided no causality assessment for back pain, gastric disorder, pelvic pain and vulvovaginal pain with essure. The reporter considered pain in extremity to be related to essure. Diagnostic results: she underwent MRI, xrays and ultrasounds. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain left side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: *she underwent MRI, xrays and ultrasounds. Concomitant products included ascorbic acid, colecalciferol (vitamin d3), cyanocobalamin-tannin complex (b12), fish oil, lactobacillus acidophilus (microgenics probiotic 8) and tramadol. On (B)(6) 2011, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of back pain ("lower sacrum pain that went down leg"), gastric disorder ("stomach issues") and vulvovaginal pain ("left labia pain"). On an unknown date, the patient experienced the second episode of back pain ("lower sacrum pain that went down leg"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, gastric disorder, vulvovaginal pain and the last episode of back pain had not resolved. The reporter provided no causality assessment for gastric disorder, pelvic pain, vulvovaginal pain and the first episode of back pain with essure. The reporter considered the second episode of back pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.